Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger which was noted during use. The following information was provided by the initial reporter: leakage through the piston when filled to 60ml. Used for the preparation of cytotoxic drugs.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1909267, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1909267 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger which was noted during use. The following information was provided by the initial reporter: leakage through the piston when filled to 60ml. Used for the preparation of cytotoxic drugs.